Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that clinic reported noise on the atrial channel. A revision procedure was performed wherein the physician replaced the atrial lead. After lead replacement this pacemaker still exhibited noise on atrial channel. Physician believed noise may have been caused by this pacemaker because it was not seen on analyzer during lead implant testing. This pacemaker was therefore explanted and replaced. No additional adverse patient effects were reported.